Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat a global deformity related to congenital scoliosis with fixation at t5-l2. It was reported that the manufacturer representative planned the procedure and reviewed with the surgeon just prior to the procedure. Dual clamps were utilized per the surgeon's preference. The procedure was broken down into two segments; the superior segment was t5-t9 and the inferior segment was t10-l2. For both registrations the representative was able to get automatic segmentation but had to manually place a segmentation mark as there were cut off end plates visible on l2 for the inferior segment and on t5 on the superior segment. After placing manual segmentation markers, registration was accurate and complete. The representative reported that the patient's anatomy was complicated due to the patient's complex anatomy. There were reachability issues with the trajectories at right t8 and right t9 as the clamp bridge obscured the pedicles and the surgeon had no issue deciding to leave those screws out of the construct. The procedure when smoothly. The only exception was there was a possibility left l2 may have been medial to plan. The surgeons discussed and ultimately decided to redirect the placement freehand just as a precaution. The other 17 screws were placed accurately as confirmed by imaging and neuromonitoring. The surgeon was please with the results. No patient harm was reported and surgery was delayed less than an hour.